Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the vs infuse normal saline and confirmed the catheter have no leaks or breaks before use. During placement, it is difficult to insert, then the user advance the catheter back and forth and finally complete placement. However, after complete the placement, the catheter was found leak during normal saline infusion.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath with a stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. A blue mark was observed on the catheter near the 9 cm depth marker, about 10 cm distal to the strain relief. The sample was flushed with a 12 ml syringe of water and a weeping leak was observed emanating from the location of the blue mark on the catheter. A microscopic observation revealed a small split at the leak site. The split was observed to be mostly straight and longitudinal. The split was observed to be slightly more extensive on the interior of the catheter than on the exterior catheter surface, suggesting the damage originated from within the catheter. The characteristics of the damage observed on and within the returned catheter, as well as the reported event description, indicate the damage was most-likely caused by excessive manipulation of the stiffening stylet within the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the vs infuse normal saline and confirmed the catheter have no leaks or breaks before use. During placement, it is difficult to insert, then the user advance the catheter back and forth and finally complete placement. However, after complete the placement, the catheter was found leak during normal saline infusion.